Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-16236. It was reported that the patient presented in clinic with pain. An x-ray was performed, and it was noted that the right atrial and right ventricular leads were pointing a bit anterior. On (B)(6) 2019, the patient presented for a lead revision. During the procedure, it was noted that guidewire could not be inserted into the right atrial lead. The lead was replaced. It was also noted that the helix of the ventricular lead was not working, so it was replaced. The patient was stable before, during, and after the issue.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.